Event description:
Due to high volume in the bladder and pressure there was a leak around the foley catheter. Also noted - new foleys leak on the bottom of the foley bag. The catheter that is inserted in the urethra is made of very rigid plastic tube that is not flexible enough to allow small sediment particles to flow through. The sediment accumulates and causes secondary urine leakage requiring for foley change. We have had similar cases with this brand of foley catheter. Manufacturer response for foley, (brand not provided) (per site reporter).